Event description:
The customer was unable to provide the donor's (patient) age.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately (B)(6) of procedures, and (B)(6) of procedure patient's experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The trima accel system has many safety features. However a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel system and the donor be monitored throughout the procedure. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto, due to their current physiological condition. Donors with impaired or abnormal citrate and/or calcium metabolism (for example, liver and renal diseases) may present an increased risk of citrate sensitivity. For this reason, the trima user's guide advises that the attending physician should assess the appropriateness of such donors for automated collections and prescribe how they should be monitored during the procedure.

Manufacturer narrative:
Investigation: per the customer, streaming was noted at 16 minutes, along with large clumps in the collect bag and collect line. The donor complained of tingling around the lips at approximately 30 minutes and was given oral calcium tablets at that time. The donor has been advised to go back to doing whole blood only donations due to a possible sensitivity to anticoagulant dextrose solution. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Event description:
The customer reported that 30 minutes into a single platelet and concurrent plasma donation,the donor was complaining of chest pressure and difficulty breathing. The procedure was discontinued. Normal donor room protocol for reactions was followed. The donor insisted on sitting upright to facilitate breathing and relief of the pressure she felt in her chest. 911 called to assist. The donor progressed to light-headed, nausea, clammy, sweating, pallor, disorientation, slight twitching in hands. As her breathing eased she was tipped back, with ice pack and was given small sips of water. The vasovagal reaction began to subside within a few minutes. She had a significant drop in blood pressure (78/5x) as read by the paramedics, with an o2 saturation of 90%. After about 10 -15 minutes at room air, her o2 saturation recovered to 98%. She also experienced orthostatic changes in bp/pulse when she stood. The donor recovered after about 45 minutes and declined further care from the emergency room. She had a second episode (vasovagal with dizzy, light headed and nausea) while at the hair dressers later in the afternoon and did then go to the emergency room. She was administered IV saline and treated for hypovolemia. The donor was released from the emergency room in stable condition and did not require any further follow-up care. The full patient (donor) ID is (B)(6). Patient age is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of an e.r. Visit.